Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is experiencing persistent pain at her ipg site. The pt has lost about (B)(6) and her ipg is more superficial. Surgical intervention may be pending to address the issue.